Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed bent bipolar pins and scratches on the maintube. Both pins are bent to the side and loose. The distal end of the main tube has various scratch marks with light material removal. Electrical continuity passed. Engineering concluded that damage was likely due to mishandling. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if pertinent additional information is received. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Manufacturer narrative:
According to additional information received from the reporter of the complaint on (B)(4) 2013, no pieces fell into the patient and no injuries had occurred. It was also stated that the instruments are always inspected prior to start of a procedure.

Event description:
It was reported that prior to starting a da vinci si procedure the maryland bipolar forceps instrument was not recognized by the system. No patient harm, adverse outcome or injury was reported.